Event description:
It was reported the lead was replaced due to a decreasing r-wave and high thresholds. The lead had been dislodged and was repositioned a year previously, and the issues had been noted since then. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: defib conductor fractured; full lead analyzed. It was reported the lead was replaced due to a decreasing r-wave and high thresholds. The lead had been dislodged and was repositioned a year previously, and the issues had been noted since then. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, dislodged, undersensing, high threshold.